Manufacturer narrative:
Gtin/UDI number for item 8100adxen917, (B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that an infusion of 2000ml of tpn which was programmed to infuse at 72.6ml/hr for 24 hours was noted to be empty and alarming after 11 hours and 20 minutes. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows the source pump module was programmed to infuse a basic infusion at a rate of 72.6ml/hr with a vtbi of 2000ml (duration 27.5 hours) at 9:02 pm on (B)(6) 2017. The device alarmed at 4:57 am on (B)(6) 2017 for air in line and the infusion was restarted. The infusion alarmed again for air in line at 7:00 am and this time the device was powered off. The recorded volume infused was 720.345ml. The starting/ending volume of the fluid container could not be determined through device logs. The pump module and the disposable set were not returned for investigation. The root cause of the reported overinfusion was not identified.